Manufacturer narrative:
Evaluation summary: a portion of the spider fx was included with the hawkone distal assembly loaded over the capture wire with the filter assembly intact. Apart from the hawkone device involved in this event, no other ancillary devices were included. The distal segment of the hawkone showed the capture wire of the spider fx loaded over the rotating tip of the distal assembly. The filter of the spider fx was opened and located at the distal tip of the distal assembly. Approximately 12 cm of the spider fx capture wire/filter assembly were returned. The capture wire showed a bend at approximately 10cm from the distal tip. The fracture face of the proximal end of the capture wire showed worn away ptfe at the proximal end. No damage to the filter or coiled tip were noted. Traces of biological material were noted within the filter. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone with a spider fx device for treatment of the patients common femoral artery. It was reported that resistance was experienced while removing the device. The hawkone broke in the 6f introducer sheath near the end of the procedure and half of the nosecome was stuck in the introducer sheath which was in still in the patient. The device was removed safely and all components were removed from the patient during surgery. It was possible to turn off the thumbswitch. No patient injury was reported.